Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: clouding, defective optics. There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
Device evaluation: during the technical investigation of the returned product, the following was found: the customer's statement "clouding, defective optics" can be confirmed. Upon inspection of the imaging, clouding is visible in the lower right edge of the image. Further examination revealed chipping at the edge of one or more rod lenses, which can be held responsible for the clouding/blurring at the edge. There are slight signs of wear visible on the outside of the optics. At the time of the quality inspection, no deviation in imaging was found. The damage (chipping) may have been caused during clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).